Event description:
It was reported during a scheduled filter removal, as the doctor was retracting the filter, the rod separated from the catheter on the retrieval system. The doctor had to perform a cut down on the sheath to remove the cone from the patient. The filter was removed through femoral access with a loop snare.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has not been returned to date, so based on the information received, the investigation is inconclusive and the root cause is unknown.